Manufacturer narrative:
This report is submitted on june 3,2019 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2019 as the patient was experiencing poor hearing performance since implantation. The patient was not re-implanted and it is unknown, as of this report on june 3, 2019, if there are plans to re-implant with another device.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on july 08, 2019.